Event description:
In 2000, the facility's o.r. Buyer informed the distributor's sales rep of the following: the guidewire was too tough to use. The hosp used a separate guidewire to complete the procedure. No further details were provided.